Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, three scratches, including one in the visual axis, were observed on the lens optic. The rayone emv toric rao210t was explanted and exchanged during the original surgery session. There was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure; incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error, cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv toric rao210t batch 103226716 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. Rayner has requested additional information from the healthcare facility to facilitate further investigation of the event. There is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 28th june 2024, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye, three scratches were observed on the lens optic necessitating explantation of the iol.